Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use. A philips field service engineer inspected the system on site and restarted the system, which resolved the problem. Based on the available information, it is concluded that there was a connection problem between the wireless footswitch and wireless base station. Intermittently the wireless connection between the base station and wireless footswitch is lost and the base station or footswitch remains in error mode. When the base station or footswitch is in error mode it blocks x-ray switching functions by means of the wireless footswitch. Other options like the wired footswitch or hand switch can still be used when available. Philips has initiated a medical device correction by providing customers with a medical device correction (z-2485-2023). The correction has been implemented and the system has been returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that there was a problem with the wireless footswitch. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that wireless footswitch was faulty. Philips has started an investigation of this complaint.